Event description:
A customer contacted beckman coulter inc. (Bci) stating that a leak was observed on the closed tube aliquotter (cta) unit located in the unicel dxc 600i synchron access clinical system. The customer observed that the overflow bottle was filled with liquid and visible debris inside the bottle. The customer was unable to locate the source of the leak. No operator exposure was noted.

Manufacturer narrative:
A field service engineer (fse) was dispatched and performed troubleshooting. The fse bleached the tubing to clear the sample pathway and replaced the peri-pump tubing.